Manufacturer narrative:
Medical device expiration date: unknown. Initial reporter phone#: unknown. Initial reporter e-mail: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the non-patient end of the bd microfine¿ + pen needle could not be attached to the pen. The following information was provided by the initial reporter, translated from japanese: "the user's report is that the needle npe could not be attached to the rubber part of the pen."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval? Yes. D10: returned to manufacturer on: 01-nov-2022. H6: investigation summary: two open and thirteen sealed 31g x 5mm pen needle samples and five photos were returned from lot. No. 1278314, cat. No. 320129. A functionality test as per q-sop-183-dl was carried out on returned samples and no issues were observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. No issues were observed with the returned samples therefore no root cause can be identified.

Event description:
It was reported that the non-patient end of the bd microfine¿ + pen needle could not be attached to the pen. The following information was provided by the initial reporter, translated from japanese: "the user's report is that the needle npe could not be attached to the rubber part of the pen."